Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the lightning microprocessor stopped clicking midway through the case and aspiration remained constant. The physician attempted to power cycle the lightning unit as well as flush the tubing with a 20 ml saline syringe; however, the issue was unresolved. Therefore, the lightning was removed. The procedure was completed using a new lightning and a new cat12. There was no report of an adverse effect to the patient.